Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. Product ID: 8835, serial#: (B)(4), product type: programmer, patient. (Replacement programmer) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and friend/family member of the patient regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient was getting several icons on their personal therapy manager (ptm). They changed the batteries because they saw the low battery icon. Now the only screen they can seem to get is the "communicating with pump screen". They were using heavy duty batteries in the ptm. At the time of the report patient services reviewed the appropriate batteries to use. They planned to get the correct batteries and if that does not resolve the issue they would call back. The issue was described as having been going on for couple weeks. No patient symptom was reported. A consumer later reported on (B)(6) 2020 that they were having a problem with my pump not communicating or something" and she had talked to someone earlier today. They were getting poor communication with use of the internal antenna. They put in brand new regular alkaline duracell batteries and were still unable to get it to work. They could feel the pump moving around or something inside her stomach." They were still consistently getting a poor communication screen. A replacement ptm was ordered for the patient. No patient harm was reported. On (B)(6) 2020 a consumer (patient representative) reported that they received the new personal therapy manager and were still getting poor communication. The patient was to follow-up with their healthcare provider.